Event description:
I was issued a dexcom around (B)(6) 2023. Medicare paid for both a transmitter and sensors. I have repeatedly contact at least once a month dexcom to report that my sensor is not linking up correctly to the receiver. This has led to me passing out and having to seek medical treatment because my glucose falls into the 30s and 40s. My receiver was not alerting me. Dexcom sent replacement sensors and asked me to mail those sensors back. Which I did. Dexcom knows what sensors and receivers I have received from them because I am a medicare patient. I've had to call dexcom numerous times for support between 2023 and (B)(6) 2024. I stopped wearing the sensor after I found out that I had contracted microbacterium obsesses. It is an exact location where I was wearing my sensor in (B)(6) 2024. At the time my doctors did not want me to wear dexcom sensors anymore. Now my primary care doctor wants me to wear the sensors since my sugars are dropping into the 30s and 40s at night and I cannot wake up to treat it. I found out after my insurance, medicare part b, paid for a shipment of sensors, that the dexcom transmitter was recalled by the FDA in (B)(6) 2025. I have spent an entire week attempting to get a new transmitter from dexcom and they refuse. My dexcom is specifically affected by this recall. I've already checked my acid number and my device is on the recall list. However, dexcom is refusing to process and replace the receiver. I have spoken to reps via chat, which I have screenshots of and they stated that they would have somebody from the record department called me back. I haven't even talked to live tax and they said they would have somebody call me back. Those callbacks have never happened. The last representative I spoke to. I let her know that the FDA was going to be notified that they were refusing to comply with the FDA recall, and refusing to issue patient's new receivers that are affected by this recall. Dexcom is recording every single one of these conversations. So dexcom knows exactly what they're doing is illegal and can be tracked back to them. I recorded the last call as evidence because they are refusing to process the recall and send me a new receiver. They are endangering my life. I dealt with a year of the receiver, not sounding at night when my glucose would drop into the 60s, 50s, 40s, and even the 30s. I was asleep and could not wake up to treat my glucose. I could've died. Dexcom is refusing to accept responsibility for this issue and is putting profit over patient safety. Medicare is not going to pay for me to have a new receiver. I'm not paying for a new receiver. Yet these are all suggestions coming from dexcom on how to solve this issue because they don't want to comply with an FDA recall. Now I'm back on g7 sensors and medicare has paid for sensors and essentially, they are not adequately alerting me too low sugars. I have even had to be admitted into the hospital for observation before a surgery in (B)(6) 2024, because I was having such an issue with my glucose dropping into the 60s, 50s, 40s, my dexcom receiver wasn't matching up with the finger pokes that they were doing in the hospital. It was over 10 to 15 points off. There were times when my sensor would go off and my glucose was completely normal in the hospital when they were checking. Then there was other times where my sensor didn't even respond and go off and come to find out my glucose was in the 60s. This is a consistent issue. Dexcom has been made aware of this as early as 2023 by me personally. They blamed it on the sensor at that time. That's why they sent replacement sensors to me. Multiple times. And return I-sense what they were calling a faulty sensor back to them. Now come to find out, there's an issue with the receiver, and dexcom will not comply with an FDA recall and correct the faulty receivers. I am happy to provide a copy of the chat via dexcom website. Dexcom is aware of this issue. They refuse to comply.